Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who confirmed that the issue have been resolved quickly and efficiently. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient saw a software problem screen on their controller with the following information: 1)intellis 2)3.0 3)243 4)qf-port. It was reviewed that the issue can be resolved by resetting the controller. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient. It was reported that the recharger (rtm) gets hot when charging as well and this started the last couple of weeks ago. The patient said they saw "cannot charge device, reposition." The patient later reported that the charging pad became defective and the controller was ok. The patient noted that the software problem had been resolved. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) reporting that upon follow-up with the patient they mentioned that they had to pop the battery out of their controller to reset it a couple of times. There were no contributing factors reported. The rep told them that the next time they needed to pop the battery in and out they should call them as they may need to call patient services to see if there were additional steps needed, such as a potential replacement of the controller. The event occurred on (B)(6) 2019. Additional information was received from the rep on 2020-01-02, reporting that they spoke with the patient over the phone and they described a burning sensation and small mark on their skin where their recharger antenna rested during a recharge. It was recommended that they reduce the charging speed/temperature to prevent any additional re occurrences and to call patient services as they may need new equipment. The patient mentioned again that they had to remove the battery from their controller aga in since they last spoke, due to a software error message continuing to show during a recharging session. It was reported that the patient was not harmed. No further complications were reported/anticipated. Additional information was received from a consumer and it was reported that the recharger was hot even when the settings were turned down. It was so hot that it left a mark on the patient. The controller kept going off while recharging. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported that the recharger was hot even when the settings were turned down. It was so hot that it left a mark on the patient. The controller kept going off while recharging. No further complications were reported or anticipated.